Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The handpiece was overtorqued during a procedure. Additional info was requested and on (B)(6) 2014, the following was received from the customer: on (B)(6) 2014, the handpiece failed every time the user went to test the handpiece. The integra torque base and wrench were used on the handpiece during assembly and disassembly of the tip. The incident occurred early in the tumor resection surgery. The product was not used on the pt when the problem occurred. However, the pt was already anesthetized. There was no pt harm or injury. There was no surgery delay. A different handpiece was available and used and it worked fine. The user facility's equipment service supervisor looked at the tip and the dots weren't aligned properly.